Event description:
It was reported that during an anterior resection procedure, staples did not form correctly. Another like device was used to complete the procedure. Surgery prolonged 100 minutes. There was no patient consequence.